Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of stimulation due to the cervical leads migrating. The patient underwent a revision procedure where the leads were replaced. The patient was doing well post-operatively. The explanted leads were disposed at the facility and were not returned to bsc.